Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer's body was obstructing the connection between the transmitter and the pump when the issues occurred. The customer moved the devices within range with no further obstruction and connection resumed.